Event description:
A report was received that the patient's lead was explanted due to high impedances. The patient was reportedly well following the procedure.

Event description:
A report was received that the patient's lead was explanted due to high impedances. The patient was reportedly well following the procedure.

Manufacturer narrative:
Visual inspection of the lead found that the lead proximal end is fractured between contacts #3 and 4. Additionally, visual inspection revealed that the lead was cleanly cut at the distal end. X ray inspection found a broken cable that connects contact #2 at the proximal end of the lead. No electrical tests were able to be performed because of the damaged lead. Based on the condition of the lead, the complaint of high impedances could not be fully investigated.